Event description:
Ous MDR - after an implantation time of about 5 months, artifacts in the ff channel were reported during a routine f/u. These artifacts are noticeable every (B)(6) night, when the pt exercises. In response, a revision was scheduled for (B)(6) 2012, during which bleeding around the lead immediately behind the fork and at the sleeve (seen intra-operatively) were noticed. No deterioration in the pt's state of health was reported. The device was explanted.

Manufacturer narrative:
Ous MDR.